Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water flow issues. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the clogged nozzle issue was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged, the ce (communauté européenne) label needed replacement to a non-european label, switch one had a cut, the angulation was low, the control knob movement play was out of standard, the distal end plastic cover had deep dents, the light guide lens had a crack, the air water supply flow was slow. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, it is likely that we could not specify the cause of the material remaining from the obtained information. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) : the suggested event is detectable/preventable by handling the device by the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.